Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for vfib on a patient on a telemetry transmitter. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the cns. Telemetry transmitter: model: gz-130pa, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for vfib on a patient on a telemetry transmitter. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for vfib on a patient monitored on a telemetry transmitter. No patient harm or injury was reported. Investigation summary: there is no indication that the device has malfunctioned. The service history for this serial number shows no subsequent reported events related to alarm. There was one prior incident under ticket # (B)(4), which no malfunction was observed.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for vfib on a patient on a telemetry transmitter. No patient harm reported.